Manufacturer narrative:
An initial emdr for this complaint was incorrectly submitted. Additional information has been received clarifying that no malfunction occurred and a complaint was incorrectly submitted for a routine preventative maintenance. As a result, no follow up emdr is necessary, as the complaint will be cancelled in our database. Please cancel in your database.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge trained field service engineer (fse), the safety disk replacement was observed to be overdue for replacement. There was no patient involved and no adverse event was reported. An initial emdr for this complaint was incorrectly submitted. Additional information has been received clarifying that no malfunction occurred and a complaint was incorrectly submitted for a routine preventative maintenance. As a result, no follow up emdr is necessary, as the complaint will be cancelled in our database. Please cancel in your database.

Manufacturer narrative:
On further review, this MDR non-reportable event will be maintained in our database for documentation purposes only and will not be cancelled as previously reported in follow up report #1. It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge trained field service engineer (fse), the safety disk replacement was observed to be overdue for replacement. There was no patient involved and no adverse event was reported. On further review, this MDR non-reportable event will be maintained in our database for documentation purposes only and will not be cancelled as previously reported in follow up report #1.

Manufacturer narrative:
The fse performed a complete pm on the iabp unit. Subsequently, the completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge trained field service engineer (fse), the safety disk was observed to be overdue for replacement. There was no patient involved and no adverse event was reported.